Event description:
It was reported during a battery replacement procedure impedances were measured using an external neurostimulator (ens) with a pocket adaptor on the existing extension and then directly on the existing lead. The impedances were high but within range except for 1 contact that was out of range. X-rays were performed prior to the surgery and no fracture was observed. It was noted the patient was not feeling any stimulation with amplitude up to 10.5 volts. The entire system was replaced, and following the revision the patient was getting "great" pain coverage.

Manufacturer narrative:
Lead model 3888-28 lot #l41396 implanted: (B)(6) 1996 explanted: (B)(6) 2012, extension model 7495-51 (B)(4) implanted: (B)(6) 1996 explanted: (B)(6) 2012.